Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "after the first clip was deployed on the duct, the jaws of the clip applier fell into the patient as the clip applier was being removed, the jaws were then removed from the patient."